Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The hem-o-lok clip applier instrument was analyzed, and the complaint was not confirmed by failure analysis. Visual inspection identified no damage. The instrument was installed and operated on an in-house system, where it passed recognition and engagement testing. It demonstrated intuitive movement with a full range of motion in all directions, with the grips opening and closing properly and remaining well aligned. The instrument passed the clip test and was fully functional, with no product issue identified. The probable root cause cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis found no functional issue. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event. Instrument errors or complications reported by the user in the absence of an underlying product issue may be attributable to customer-induced factors, including product misuse and recognition issues.

Manufacturer narrative:
The instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that, the large hem-o-lok clip applier instrument had a hard time opening and closing. The user completed the procedure with no further issue reported. No fragment fell inside the patient. The instrument was not used on the patient.